Manufacturer narrative:
(B)(4). It was reported that device implant date occurred between (B)(6) 2004 and (B)(6) 2013. Concomitant medical products: unknown nexgen rotating hinge knee patella: catalog#ni, lot#ni; unknown nexgen rotating hinge knee femoral component: catalog#ni, lot#ni; unknown nexgen rotating hinge knee articular surface: catalog#ni, lot#ni; unknown nexgen rotating hinge knee femoral stem: catalog#ni, lot#ni; unknown cement: catalog#ni, lot#ni. Report source: foreign: (B)(6). Literature: hintze, j. V., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Good mid-term outcome of the rotating hinge knee in primary total knee arthroplasty - results of a single center cohort of 106 knees with a median follow-up of 6.3 years. The knee, 28, 273¿281. Https://doi.org/10.1016/j.knee.2020.12.016. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-00109; 0001822565-2022-00110; 0001822565-2022-00112; 0001822565-2022-00368. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. Staph aureus is a common pathogen found on the skin or colonized in the nares. Any break in the skin, such as a surgical incision, can introduce the bacteria into the deeper layers causing an infection. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. As the superficial infection was reported and no product information was provided, validation of sterile certifications cannot be performed; therefore, the reported event is considered procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that a patient underwent a primary rotating hinge knee total knee arthroplasty on an unknown date and experienced a superficial wound infection of staph aureus 18 days postop. The patient was treated with antibiotics and healed without additional surgery. Attempts have been made and no further information has been provided.

Event description:
It was reported in a journal article that a patient underwent a primary rotating hinge knee total knee arthroplasty on an unknown date and experienced a superficial wound infection of staph aureus 18 days postop. The patient was treated with antibiotics and healed without additional surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). It was reported that device implant date occurred between 01-jan-2004 and 31-dec-2013. Concomitant medical products: unknown nexgen rotating hinge knee patella: catalog#ni, lot#ni; unknown nexgen rotating hinge knee femoral component: catalog#ni, lot#ni; unknown nexgen rotating hinge knee articular surface: catalog#ni, lot#ni; unknown nexgen rotating hinge knee femoral stem: catalog#ni, lot#ni; unknown cement: catalog#ni, lot#ni. Report source: foreign: (B)(6). Literature: hintze, j. V., niemeläinen, m., sintonen, h., nieminen, j., & eskelinen, a. (2021). Good mid-term outcome of the rotating hinge knee in primary total knee arthroplasty - results of a single center cohort of 106 knees with a median follow-up of 6.3 years. The knee, 28, 273¿281. Https://doi.org/10.1016/j.knee.2020.12.016. Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-00109; 0001822565-2022-00110; 0001822565-2022-00112; 0001822565-2022-00368. Superficial infections are considered a procedure related complication as no device has been reported as revised. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. Staph aureus is a common pathogen found on the skin or colonized in the nares. Any break in the skin, such as a surgical incision, can introduce the bacteria into the deeper layers causing an infection. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. As the superficial infection was reported and no product information was provided, validation of sterile certifications cannot be performed; therefore, the reported event is considered procedure related. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.